Event description:
It was reported that the patient experienced hematuria with an artificial urinary sphincter (aus). A cystoscopy was performed in which cuff erosion was observed. A surgical procedure was performed in which the existing cuff was removed and the tubbing capped. There were no device issues associated to the explanted cuff. The patient might undergo a reimplant after the healing period. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.